Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that after a stenting treatment procedure a stent dislodgement occurred. The lesion was located in the left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified balloon. The 12x4.00mm liberte bare stent delivery system (sds) was advanced to the lesion and would not cross. A second pre-dilation was made with the unspecified balloon and the 12x4.00mm liberte bare was advanced again and would not cross. The device was removed and stent dislodgement occurred outside the body. It was also reported that at some point during the procedure, "inflation was performed a little". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.